Manufacturer narrative:
During inspection and testing, the tissue pad was missing and the metal part was visible. The tissue pad was torn with a missing part. The coating of the grasping part and probe were partially peeled off. A review of the device history record found no deviations that could have caused or contributed to the missing tissue pad. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the missing tissue pad occurred because part of the tissue pad peeled off due to output in seal and cut mode being performed when nothing was gripped in the grip including after tissue was cut. A load was then applied to the peeled off pad which resulted in the tissue pad falling off. The coating of the grasping section could have come off when dirt such as a burn was scraped off with something hard. The probe coating likely peeled off due to activation in seal and cut mode for a long duration while no tissue was grasped by the grasping section and the distal end of the probe including activation after completion of tissue cutting. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." "If the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that the jaw of the subject device broke off during an open surgery on the upper abdomen. The device could be removed completely and the procedure was completed with another similar device after a small extension of the procedure which was not deemed by the user to be significant. There was no effect on the patient due to the event. The subject device was sent to olympus for evaluation. During inspection and testing, the tissue pad was missing and the metal part was visible. This report is being submitted for the malfunction found during evaluation missing tissue pad.